Event description:
It was reported that the balloon could not inflate properly while in the pt. It was reported that the balloon did not deflate. No pt complications were reported. Followed indicated that the balloon would not deflate.

Manufacturer narrative:
Device not returned.